Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor was oversensitive, resulting in a constant alarm that was unable to be reset. The user employed an alternate air sensor which resolved the issue. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.